Event description:
It was reported that patient underwent revision surgery due to osteolysis, metallosis, bone fracture, lysis and trunnionosis

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 0100181440. Item name: metasul ldh, head, 44, code j, taper 18/20. Lot #: unknown. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of previous medwatch. New information received: reason for revision surgery. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in recall and correction/removal report number. The distribution of this product was ceased in the meanwhile. Zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that patient underwent revision surgery due to osteolysis, metallosis, bone fracture, lysis, trunnionosis and pain.

Manufacturer narrative:
Concomitant medical products: no associated products reported. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to unknown reasons.